Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service found the forceps channel was scraped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, foreign material was found on the subject device. There was no effect on a patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the fibers/foreign material may have come out from the instrument channel because the instrument channel was scraped. Additionally, it¿s probable the scraped instrument channel was due to stress, handling, or other issues. The root cause of these events were unable to be identified. Olympus will continue to monitor field performance for this device.